Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital staff noticed that the velocity delivery microcatheter (velocity) was broken at the mid-shaft upon removal from the packaging. The damaged velocity was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new velocity.

Manufacturer narrative:
Results: the velocity delivery microcatheter (velocity) was fractured approximately 96.0 cm from the hub. Conclusions: evaluation of the returned device revealed that the velocity was fractured. This type of damage typically occurs due to forceful retraction at extreme angles during removal from the packaging. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.